Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was found in standby mode when interrogated after the implantation procedure. The device was successfully re-initialized.

Manufacturer narrative:
Preliminary analysis revealed that the switch in standby mode was induced by the programmer following the detection of inconsistent data in device memory.

Event description:
Reportedly, the subject pacemaker was found in standby mode when interrogated after the implantation procedure. The device was successfully re-initialized.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was found in standby mode when interrogated after the implantation procedure. The device was successfully re-initialized.